Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the main keypad assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device multiple times, the device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that when attempting to power on their device multiple times, the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer contacted physio-control to report that the cause of the reported issue was due to the ac power cord. The customer then installed a new ac power cord from their inventory and normal device operation was observed. The device has been placed back into service for use.